Event description:
(B)(4). The dealer reported that the solara3g custom mechanical wheelchair right wheel lock was sliding on the track, the frame was crushed in on both sides as if the wheel locks were over tightened, and it was no longer round, but elliptical. Additionally, it was informed that he was going to install his own rubber washer between the mounting block and the wheel lock track to stop the sliding. There was no injury reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).